Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There was no activity outside normal use observed in the black box or download history. There was no data in the black box or download histories from the time of the reported complaint due to continued patient use. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Event description:
The rptr claimed that his blood glucose allegedly dropped from 179 to 120 mg/dl in about 40 minutes while she felt flushed, nausea, sweaty, and had a panic attack. The pt did not feel that the animas insulin pump attributed to the reported symptoms. After troubleshooting, the animas health care provider concluded the pump is working accordingly. This complaint is being reported because the pt reportedly had symptoms that can be associated with hypoglycemia while using the animas pump.